Manufacturer narrative:
The horizon small clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the reported complaint. The instrument was found to have hairline cracks on both grip input disks #6 and #7. Other backend components adjacent to the cracked inputs did not show damage. This caused the clip applier to not hold clips.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the horizon small clip applier instrument would not hold the clips. The clip would fall out when the doctor would move the instrument to the tissue to position to clip. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information related to the reported event. The customer noted that she was not aware if a fragment fell inside the patient or not, but that the team did no express the need for any x-rays. No further details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the horizon small clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.